Manufacturer narrative:
On an unknown date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort. The cause of the peritonitis was unknown. On the day of onset, the patient went to the outpatient department and was diagnosed with peritonitis, however, it was not reported if the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics. At the time of this report, the patient was recovering and physioneal/extraneal therapies were ongoing. No additional information is available.